Event description:
Device issue: failure to deploy - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. It was believed that the clip remained in the starclose se device. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.